Manufacturer narrative:
Since the subject device is not returned yet, results of the investigation are not ready.

Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet is not able to recognize devices. The head is not suspected as it works with other tablets.

Manufacturer narrative:
Since the subject device is not returned yet, results of the investigation are not ready.

Event description:
Reportedly, on 5-march-2025, the smarttouch tablet is not able to recognize devices. The head is not suspected as it works with other tablets.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the highlighted event, as the smarttouch tablet is able to communicate normally. Review of the provided files did not permit to confirm the reported event: several sessions were found on 3-march-2025 & 5-march-2025, however, no errors/issues were visible. The most probable hypothesis is that a window error occurred. In this case, it is recommended to perform a cold boot procedure; therefore, it is necessary to: -shutdown the tablet (not in sleep mode); -unplug the tablet from power source and remove the battery for some seconds; -replug the battery and the power source and start the tablet. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 5-march-2025, the smarttouch tablet is not able to recognize devices. The head is not suspected as it works with other tablets.